Event description:
It was reported that the patient underwent breast surgery procedure in 2008. Postoperatively in 2009, it was found that the patient had developed a superficial surgical site infection. As a result, the surgeon performed an incision and drainage and re-sutured. The event is listed as resolved as about one month later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.